Event description:
It was reported that the patient presented to the hospital for a device changeout. Prior to the procedure, the patient had pocket stimulation indicating insulation breach on the right ventricular (rv) lead. The rv lead was found to be folded under the device and the pocket stimulation was reproduceable via the pacing system analyzer (psa) during the procedure. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.